Event description:
It was reported the patient's stimulation is in the incorrect location. The patient only feels stimulation on his left side and no stimulation in the right side. The physician determined the lead had migrated to the patient's left side. Follow-up information revealed x-rays indicated the patient's lead may have moved more to the right; however, the patient continues to only feel stimulation coverage on his left side. The patient will undergo surgical intervention for a trial procedure as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.